Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed the complaint of burn damage. Evaluation found evidence of burn damage due to corrosion on the radio printed circuit board. This was determined to be caused by fluid intrusion, which rendered the unit unrepairable. (B)(4).

Event description:
It was reported that a spectrum wireless module had fluid intrusion and exhibited a burnt smell. The customer stated that when the device was opened, burned components were visible. It was also reported there was no patient injury.